Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient having transforaminal lumbar interbody fusion at l4-5 levels. It was reported that a patient had experienced left-sided radicular pain and the transforaminal lumbar interbody fusion cage at l4-5 has been malpositioned, with a prominent left-sided cage causing l5 nerve root impingement, which was considered a contributor to the current pain. The patient planned to undergo surgery to have the cage removed, but it was not yet scheduled. The investigator assessed the event as probably related to a study procedure and probably related to a cst device, and the sponsor assessed the event as probably related to the index procedure and causally related to the device.

Manufacturer narrative:
D4: lot number is unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.